Event description:
It was reported that this system stored an untreated episode with some t-wave oversensing. Also, the pulse generator had a battery depletion error. The entire system was explanted. There were no additional adverse patient affects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device stored an untreated episode with some t-wave oversensing. Also, the pulse generator had a battery depletion error. The entire system was explanted. There were no additional adverse patient affects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.